Event description:
(B)(4). Event occurred in the united states. It was reported that the infusion set's tubing separated during the night and this issue occurred with three infusion sets. Patient's blood glucose level was 141 mg/dl at the time of this event. Moreover, the patient did not notice any damage when the package was first opened. They replaced the infusion set and successfully resumed insulin. No further information available.